Event description:
It was reported that the procedure was to treat an occluded right coronary artery that is 100% stenosed. The patient presented with severe angina and the lesion was pre-dilated with a semi complaint balloon. A 2.75x38mm xience alpine stent delivery system was deployed at 16 atmospheres. Fluoroscopy after stenting revealed a dissection at the distal end of the stent. The dissection was covered using another 2.75x15mm xience alpine stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.